Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4): the stealth peripheral orbital atherectomy device instructions for use states that perforation is a possible adverse event which can occur with use of the stealth peripheral orbital atherectomy device. (B)(4).

Event description:
An orbital atherectomy device (oad) was selected for treatment of a nearly occluded, calcified lesion in the mid and distal anterior tibial artery via a femoral approach. The vessel diameter was 2mm. When the oad engaged the proximal lesion segment, the patient experienced pain, the oad stalled, and the oad was stuck on the guide wire and stuck in the vessel. Multiple unsuccessful attempts were made to restart the oad. Nitroglycerin was administered, and the oad was pulled and removed along with the guide wire. No physical damage was observed on the oad or guide wire. Access was regained, and a small perforation was observed. The opinion of the physician was that the oad caused the perforation. A stent was placed to treat the perforation. The procedure was completed with balloon angioplasty and stent placement. The outcome of the procedure was that flow was restored to the distal vessel. The patient was stable with no evidence of hemorrhaging as of (B)(6) 2020.